Manufacturer narrative:
Device evaluation of battery been completed. The reported problem (thermal damage) has been confirmed. As received, the battery was unable to power on a monitor or charge. The battery pca and cells were thermally damaged. The root cause for the thermal damage was not positively identified. No adverse event resulted from the damaged battery.

Event description:
A us distributor reported that a battery would not power on a monitor.